Manufacturer narrative:
The lead was returned without a reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breach insulation degradation breaching/separating the outer insulation exposing the outer coil adjacent to the connector boot. No shorts were found after isolating the inner coil and outer coil conductor paths at the cut end of the lead.

Event description:
This report is to advise of an event observed during analysis.